Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified a minor appearance defect in the packaging. There were no tears through the pouch. Functional testing of the device included leak testing, clear passage testing, and clamp function testing. All functional testing performed was acceptable. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The visual defect does not functionally affect the product. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A tear in the packaging of a minicap transfer set was found. The device was not used. There was no patient involvement. No additional information is available.